Manufacturer narrative:
Article citation: elksne, eva, et al. ¿radius-maumenee syndrome: a case series with a long-term follow-up.¿ clinical case reports, vol. 11, no. 2, https://doi.org/10.1002/ccr3.6918. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Review of the article "radius-maumenee syndrome: a case series with a long-term follow-up" from the journal clinical case reports reported "case patient underwent combined xen®45 gts implantation and cataract surgery in the left eye. Postoperatively, the stent was not working properly with iop of 34 mmhg due to severe conjunctival scarring. Pom2, patient underwent ahmed valve implantation resulting in iop of 6 mmhg. Pom3, patient developed cystoid macular edema and provided treatment of aflibercept intravitreal injection, deemed not device related. Pom10, patient required surgical revision of ahmed due to tenon cyst and choroidal effusion with iop of 5 mmhg, deemed not device related. Pom13, patient required second surgical revision of ahmed due to iop of 26 mmhg. At final follow-up, pom36, bcva was 20/50 and iop was 13 mmhg while on bimatoprost/timolol medication. Device remains implanted." This is the same literature article reported under patient identifier cn-135827 (emdr-51331). This emdr is being submitted for case 2.